Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer boot up to a white screen. The company representative tried running the service disk, but the issue was unresolved. It was indicated that it would be returned for repair. There was no patient involvement.